Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an a strabismus procedure on an unknown date and suture was used. The suture broke when sewing the muscle in correction of concomitant strabismus. Changed another one to complete the surgery. There is no reported patient consequence. No additional information could be provided.